Event description:
The customer reported the ventilator power supply is not working. The customer reported there was no patient involvement.

Manufacturer narrative:
The removed power supply was returned to the manufacturer for failure analysis. The failure was caused by an open fuse at f4. Replacement of f4 corrected the problem with no other failures identified.